Event description:
It was reported that during a pta treatment procedure in the left subclavian artery, the ultra-thin sds balloon came off the catheter. The procedure was successfully completed. No pt injuries or complications were reported. The pt's status is reported to be 'fine'. Additional info has been requested regarding this event.